Manufacturer narrative:
Pump received with no button response and button error alarm due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to water. Blood glucose level at the time of the incident was 135 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.